Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2012, the patient underwent surgery at l4-5 in which rhbmp-2/acs was used. Posterior instrumentation set screws were used at l4-5 left and right. Multi axial screws were used at l4-5 left and right. On (B)(6) 2012 the patient was discharged.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.